Event description:
Nurse said: called to pt room by rn #1 to check continuous peripheral nerve block infusion. Pain pump on patient. Pump tubing was inserted in right groin, pump panel had tubing blocked warning, checked orders with rn #1, orders for ropivacaine 0.2% in 400ml ns. With flow rate 8ml/hr, bolus dose 2ml, lockout interval 15min. Was also ordered to decrease pump the morning of post operative day 2. Pump insterted evening of first day & due to be discontinued ~11 hours later (i.e. The next morning). After checking pump w/ rn #2, 3,1, & 4 found canister was full of fluid & panel showed 2.3ml had been infused. Pump was decreased by rn #3 & #1. Patient has morphine pca & percocet for break.